Event description:
It was initially reported that the pt was referred for pulse generator replacement due to an end of service condition. The explanted generator was returned to the MFR for analysis, which confirmed the end of service condition. However, the current consumption rate for the supply current tests, supply current pulsing 180.492ua (limits 80ua - 140ua), supply current 2.2v 268.503ua (limits 90ua - 220ua), supply current 1ma 151.646ua (limits 25ua - 80ua), and supply current wait 17.131ua (limits 5ua - 12ua), did not meet functional specs. These measurements demonstrate an increased current consumption for the device, potentially contributing to a premature end of life condition. With the capacitor substitution for c6, the pulse generator module performed according to functional specs. The most probable root cause for the premature end of life condition was identified to be a leaky capacitor, c6.